Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure message. The customer had tried reconnecting the fiber optic cable and recalibrating, but this was not successful. It was explained to them that the fiber optic strand was likely broken/ or severely kinked internally. A chest film was suggested to reconfirm iab location. A flush line and transducer were connected and they were walked through steps to zero. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete initial reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The sheath was over the catheter tubing a kink was found on the catheter tubing near the y-fitting approximately 75.7cm from the iab tip. Five additional kinks were found on the catheter tubing approximately 69.9cm, 47.8cm, 46.0cm, 45.2cm, and 43.9cm from the iab tip. Additionally, the optical fiber was found to be broken 76.0cm from the iab tip. The extender tubing was also returned. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.